Event description:
This rv lead was implanted on (B)(6) 2005 and was explanted on (B)(6) 2017. A call placed to technical services on (B)(6) 2017 stated that this lead was explanted due to infection. The physician was dr. (B)(6) at (B)(6) health jacksonville in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).